Event description:
Pump flashing "not charging". Plugged unit into wall outlet but message would not clear. Pt on dopamine for renal output. Second pump failure in trying to administer this drug. Delay is too long.